Event description:
During device explant for normal battery depletion, it was reported that the silicone plug component of the right atrial (ra) lead became detached. The plug was reinserted into the ra lead and the ra lead remains implanted. The patient was stable and there were no adverse consequences.